Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (misshapen/torn/delaminated), and the sheath had numerous kinks. Inspection of the rest of the device found no other damage or defect to the device.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but needed to be recaptured. During recapture, the distal end of the was damaged. The wds and was were removed from the patient and the procedure was aborted. There were no patient complications.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device and delivery system (wds) were used. The closure device was deployed, but needed to be recaptured. During recapture, the distal end of the was was damaged. The wds and was were removed from the patient and the procedure was aborted. There were no patient complications.